Event description:
Customer reported issues with the pump, including an unresponsive screen requiring multiple taps. There was no adverse impact to the customer¿s blood glucose level. Customer opted out of troubleshooting, and technical support resolved the case without additional follow-up.